Manufacturer narrative:
The "date of event" has not been provided. The device has not been made available for evaluation as of yet. Should further information or the device become available, a follow-up report will then be completed.

Event description:
Alleges there was a dip in the back left side of the chair. Provider installed more stuffing but customer alleges this made the issue worse and is slipping down from the back.

Manufacturer narrative:
The chair stuffing was corrected by the proivder and no further action is required.

Event description:
Alleges there was a dip in the back left side of the chair. Provider installed more stuffing but customer alleges this made the issue worse and is slipping down from the back.